Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
Doctor reported implant fracture at tooth site 23.

Manufacturer narrative:
(B)(4). One (1) osseotite implant 4 x 10mm (oss410)was returned for investigation. Visual evaluation of the as returned product identified the implant (oss410) fractured at the threads region. Device history record (DHR) review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the (oss410 & oss510) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices for similar event using keyword category (fracture implant). Therefore, based on the available information, device malfunction has occurred for implant oss410 and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.